Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the physical damage on reported 8mm permanent cautery hook (pch) instrument occurred outside of the operating room (or).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of breakage. Size of missing piece from both post is approximately 6.64¿ x 6.54¿.

Event description:
Refer to h11 for follow-up information.